Event description:
It was reported that the zimmer dermatome was skipping. Additional clinical follow up indicated that the dermatome harvested only a 1/4 inch area of donor site tissue and then would skip over a section of dermis. It was stated that this effect repeated across the planned donor site. Rn stated an additional donor site was harvested with an alternate, available device. It was reported that there was a nominal increase in surgical time due to additional tissue harvest. No medical or surgical intervention was reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is at least (B)(6) and is not an out of box failure and has been returned for repair previously on (B)(6) 2011. The inspection found there were dings/dents along the leading edge of the handpiece head. The masterblade was flush and the thickness control lever appeared to work properly. The hose and width plates appeared to be in acceptable condition. The zero tolerance and side to side calibration was out of the specifications. The motor rpms were within the specification. Likely causes could be the damaged head, overall care of the device, angle of the handpiece during the process, and ease of handpiece travel during the process. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.